Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system cat12 aspiration catheter (cat12). During the procedure, the rotating hemostasis valve (rhv) of the cat12 broke and would not tighten to cat12. The procedure was completed using a new rhv, another cat12, an indigo system separator 12 (sep12) and a lightning aspiration tubing (lightning). There was no report of an adverse effect to the patient.